Event description:
The diabetes counselor thinks the pump does not deliver correct insulin because the patient's blood glucose level is very unstable. Since september 2015, the patient has values under 50 mg/dl and over 300 mg/dl. No adverse event reported. Pump replaced and requested for investigation.